Event description:
Had kidney failure [renal failure]. Insulin was leaking back into the pen and not getting full dose of medication [device malfunction]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "had kidney failure" and "insulin was leaking back into the pen and not getting full dose of medication" both with an unspecified onset date, and concerns a female pt (age not reported) who was treated with novomix 30 penfill (dual acting insulin aspart) from unk start date for unk indication and novopen 4 (insulin delivery device) from unk start date as device therapy. Pt's height: not reported. Pt's weight: not reported. Pt's bmi: not reported. Medical history: not reported. Concomitant products includes: allopurinol (allopurinol), amitriptyline (amitriptyline), aspirin (acetylsalicylic acid), rampipril (ramipril), bisoprolol (bisoprolol), omeprazole (omeprazole), morphine sulphate (morphine sulfate), paracetamol (paracetamol). The pt started with novomix before 2011 (exact date not provided). It was reported that insulin was leaking back into the pen. Hence the pt was not getting the full dose of medication. The pt did not have insulin for 03 days and had kidney failure which resulted in a hospital admission. The situation caused the pt to be very ill. The pen was tested in the hospital and it was working fine. The pt was not sure whether the issue was with the cartridges or the pen. The pt returned cartridges from two different batches and was not sure which batch had been used. In 2013, the pt received the novopen 4, but could not confirm if it was this pen that was used to administer the insulin. The pt was not sure if pt was changing needle after each injection or stores the device with needle attached. Action taken to novomix 30 penfill was not reported. The overall outcome for the events was unk. Company comment: considering therapy with allopurinol, possibly patient had high uric acid levels which in turn could be a potential risk for the pt to develop renal calculi. Moreover, history of hypertension (as suggested by anti-hypertensive medications) and diabetes (as suggested by insulin therapy) were possible risk factor for development of renal failure. However, info regarding age of the pt, relevant medical history, investigation results, event details, treatment given, outcome and suspected drug therapy details is not provided. Case will be reassessed on availability of supplemental info.